Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced glare and halos. The lens was explanted and replaced with another lens in a secondary procedure. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the multifocal intraocular lens with residual astigmatism even though iol placement was correct.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric multifocal company model (3.75cylinder), 21.5 diopter (add power plus2.2 or plus3.2) lens was planned to be replaced with a non company, 22.5 toric monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).